Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy, resulting in peritonitis. The breach in aseptic technique was further described as pd therapy was conducted by an unskilled care giver (cg). On the same day as the event, the patient was hospitalized. Treatment details were not reported. Therapy was ongoing. At the time of this report, the patient had not recovered from the event. It was not reported if the cg was trained on aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a break in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.